Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient stated that they experienced a rash in and around the site of sensor insertion and that the rash leaves scars. Patient reported treating skin with various creams. At the time of contact, the patient did not report injury or medical intervention.